Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to stress urinary incontinence. It was reported that the patient experienced pain, erosion, urinary/bowel problems, and vaginal scarring. It was reported that patient underwent lumbar laminectomy and discectomy l-3, s-1 ulinsity fusion l 3-5. It was also reported that the patient underwent right total hip replacement on (B)(6) 2008, and rem hardware left femur, left tha on (B)(6) 2008. . Patient experience fracture left 8th rib in (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient experienced urgency.